Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain/non-auditory sensations and an infection at the scalp overlying the implant site and adjacent soft tissues. Initially, the patient was treated with oral antibiotics for 14 days (specific date not reported) and underwent a revision surgery under general anesthesia on (B)(6) 2025 for a wound exploration and washout. The patient later was administered with a second course of oral antibiotics for one month (specific date not reported). However, the issue could not be resolved and the device was explanted on (B)(6) 2026. The patient was also administered with postoperative course of oral antibiotics (specific date and duration not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.